Event description:
Additional information received from a manufacturer representative (rep) reported the operation was noted as removal of partially occluded intrathecal catheter at spinal implant site, repair of csf leak not requiring laminectomy, implant of a new intrathecal catheter and electronic analysis and reprogramming of pump. The patient noted poor pain relief and evaluation in the pain clinic revealed probable occlusion or kinking of the implanted intrathecal catheter. The patient wanted to continue with intrathecal drug delivery and therefore it was recommended to remove the old catheter and implant a new catheter with tip at t9. It was noted the current pain was most intense in the patient's left leg. The patient was in for catheter replacement and the pump was turned down in anticipation of catheter replacement. It was noted that the patient understands and accepts the risks of drug overdose, cerebrospinal fluid leak, spinal headache, and infection. Therapy will be continued once catheter is revised. Using fluoroscopy to visualize the spine, the hcp identified the catheter anchored in subcutaneous spinal pocket, the catheter tip at t10, and the pump in the right buttock. The hcp infiltrated the scar over the midline spinal catheter implant site at approximately l3 and incised the scar for its entire length of 2.5 inches carrying the incision down to the supraspinal pocket. The hcp then identified the catheter in the spinal pocket. The anchor was intact. The hcp cut the catheter from the anchor and observe no flow of csf from the cut end of the spinal ca theter. The hcp attempted to aspirate the catheter but could not. Thepump was programmed to deliver a rapid bolus. Medication was observed dripping from the cut end of the pump side catheter indicating patency of the pump catheter. The bolus was then stopped. The hcp dissected the anchor free from surrounding scar tissue and removed the catheter, anchor and all residual material from the patient. After catheter removal, csf flowed out from the catheter tract. The hcp noted clear csf welling up into the spinal wound from the catheter tract and dural hole. The hcp over-sewed the csf leak with 3 interrupted 0-ethibond sutures in vertical mattress fashion. In addition, the hcp rotated a small tissue flap to over tie the dural hole and catheter tract and then sutured it in place. It was noted that stopped further csf into the wound. The hcp used the spinal needle to enter the intrathecal space on the first attempt at l1-2. Clear csf flowed freely from the needle hub. The new catheter was advanced through the needle into the intrathecal space and cephalad to the t9 position. No resistance was encountered. The hcp removed the need and the catheter style and noted rapid free flow of csf out of the catheter end. The hcp anchored the catheter into the spinal fascia using the v wing anchor. The hcp then connected the pump side catheter to the new spinal catheter into the spinal wound using sialstic boots and metal pin. The hcp created a gentle loop of catheter in the spinal pocket. The wound was irrigated with antibiotic saline solution. The wound was then closed. Dressings were applied and the patient was being transported to the recovery room. The pump was electronically analyzed and reprogrammed to deliver a priming bolus. The pump was set to a low infusion dose. It was noted that preoperative antibiotics were used and no purse string was attached. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the catheter was returned, and analysis found an area of compression on the catheter body. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1898.16778 mcg/day, clonidine 803.9 mcg for a total dose of 762.96854 mcg/day, bupivacaine 4 mg for a total dose of 3.79634 mg/day, and hydromorphone 5.5 mg for a total dose of 5.21996 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported increased pain, even with increase in medication. A catheter dye study (csd) was performed and failed. It was noted they were unable to aspirate the catheter. The pump was reprogrammed where the medication was decreased. The outcome of the event was noted as ongoing. The device diagnosis was catheter occlusion and the clinical diagnosis was increased pain to the left lower limb. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8731sc. Serial# (B)(6). Implanted: (B)(6) 2011. Product type catheter h1 update: the type of reportable event was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Clinic visit notes dated (B)(6) 2021 and (B)(6) 2021 were provided. The 64-year-old patient had a history of chronic, non-malignant pain which radiated to the left groin, pelvis, and legs. The patient was diagnosed with reflex sympathetic dystrophy of the left leg with severe swelling /edema to the left leg diagnosed as lymphedema. Complex regional pain syndrome 1 of the lower limb, bilateral was further indicated. The patient had allergies to the following: aztreonam (hives and rash), ceftriaxone sodium (itching, wheezing, red face), gabapentin (sleep walking), morphine sulfate (hives), piperacillin sodium (hives and rash), tazobactam (hives and rash), and vancomycin (hives and rash). The patient¿s height was 72 inches. It was reported that on (B)(6) 2020 the patient had indicated that he had not noticed any difference in pain control with pump increases. A failed catheter dye study was performed under fluoroscopic guidance on (B)(6) 2021. Prior to the procedure the patient reported a pain rating of 9 out of 10 and then an 8 out of 10 post procedure. They began a two-step wean. They decreased to 1600 mcg fentanyl on (B)(6) 2021 and decreased to 1300 mcg the following week. The patient experienced severe withdrawal symptoms after these decreases. They were to prescribe oral medications to manage these symptoms. The patient was seen on (B)(6) 2021 for scheduled pump refill and evaluation. They planned to decrease to 1000 mcg and then decrease to 700 mcg the following week. The patient¿s chief complaint at the visit was leg pain bilaterally. The pain was rated at a level 8 out of 10 using the numeric pain intensity scale. The patient¿s pain was described as stabbing, sharp, and constant. Changes in pain since the last visit were denied. The patient denied any changes in the medications they were prescribed outside the clinic. The patient¿s prescribed medication included the following: effexor xr 150 mg, multivitamins, lasix 80 mg, lyrica 225 mg, simvastatin, lisinopril, testosterone with estradiol, and oxycontin 40 mg. Medications prescribed at the (B)(6) 2021 visit included the following: vistaril 50 mg capsule, narcan 4 mg actuation spray, and clonidine 0.2 mg tablet. The patient had his testosterone drawn; the patient was on testosterone replacement therapy. Regarding the pump refill performed on (B)(6) 2021 it was noted that approximately 16 ml of solution was aspirated and upon interrogation the expected reservoir volume was 12.9 ml. The pump was filled with bupivacaine (concentration: 4 mg/ml), hydromorphone (concentration: 5.5 mg/ml), fentanyl (concentration: 2000 mcg/ml), and clonidine (concentration: 803 .9 mcg/ml). The issue was not resolved as od (B)(6) 2021. The patient was to have surgery on (B)(6) 2021.